Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No sensors received with pump. Unit communicated properly with blood glucose meter matches value sent to pump. Unit communicated properly with glucose sensor simulator and the minilink transmitter. Passed displacement test, rewind test, basic occlusion test, prime, occlusion test and excessive no delivery test. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer called to report that she received a safety notification letter regarding the scroll wrap feature. Customer also reported that she checked her blood glucose using the contour next link meter and it was 38 mg/dl. Customer's current reported blood glucose was 117 mg/dl. Nothing further reported.